Event description:
It was reported the insulin pump had a keypad anomaly. Customer's blood glucose was 15mmol/l. There was no respond from the up arrow. The numbers are ramping without control. The device was possibly exposed to moisture. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
There was no unexpected ramping of numbers noted. There was no button response on the up arrow button due to corroded keypad traces noted. The unit had a cracked lcd window, case at lcd window corners, reservoir tube lip, battery tube threads, scratches on reservoir tube window, and broken belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.